Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging of asthma (new or worsening). No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging of asthma (new or worsening). No other clinical information or medical interventions were reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. Product investigation laboratory confirmed the no presence of degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. Product investigation laboratory was not able to confirm the complaint, or address the symptoms specified. Using a known good power supply and power cord, product investigation laboratory confirmed the device powers on and provided airflow. Review of the error logs shows the device has: during the review of the error logs, product investigation laboratory determined the device was likely reset prior to product investigation laboratory receipt due to having 6133.9 machine hours and 0 blower and therapy hours., there were no error logged. Care orchestrator data was not available for download. During the investigation, product investigation laboratory observed: the top enclosure was observed to be missing the screws that hold the housing in place. An unknown contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal and blower box. A dust-like contaminant was observed on the blower box, blower seal and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. What was observed to be possible insect carcasses, or pieces of, were observed on the rear panel, bottom enclosure, and blower box. Box d: date avail. For eval and date returned has been updated. Box e: reporting institution name has been updated. Box g: report source - other has been updated. In box h: device eval. For mfg., problem code grid, evaluation method code grid, evaluation results code grid, and conclusion code grid has been updated.